Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins wouldn¿t hold a charge. The patient clarified that they were still able to charge the ins. The patient reported that there was no problem getting it charge; it was just that it wouldn¿t keep the charge. It was noted that the patient was able to achieve 8 coupling bars. The patient reported that they were told by a manufacturer representative that their implant was dead during a surgery that they had on (B)(6) 2017. The patient then reported that ¿it was working in the morning.¿ it was noted that the procedure on (B)(6) 2017 was an implant procedure for an infusion pump. No further complications are anticipated.